Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing resection of gastric specimen for bariatric procedure in a laparoscopic sleeve gastrectomy, the jaws of the device locked on tissue. The remaining uncut portion of buttress material had to be cut in order to release the stapler jaws for removal. There was no patient injury.